Event description:
Pt found standing in room w/large amount of blood loss. IV extension tubing dangling from IV site. Hemoglobin & hematocrit of 12.1 & 35 on 4/27/98 decreased to 10.6 & 30 on 4/28/98. (Note: pt on coumadin). 4/28 iron 325 mg by mouth three times daily w/food ordered.